Event description:
New information received indicated that the device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to high current drain. The device was tested on the bench and high current was traced to an anomalous component on the hybrid. The cause of the bvvi was the anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. The device was found to be in back up vvi reset mode. A device download was attempted but upon interrogation, the device was still in back up vvi. There were no adverse consequences to the patient. The device is scheduled to be replaced.